Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received occlusion alarms. The customer was hospitalized due to high blood glucose level and diabetic ketoacidosis.